Event description:
It was reported that a revision surgery had to be performed due to prosthetic infection. The legion rev tibia base size 7 left was implanted on (B)(6) 2017 and explanted the same year on (B)(6) 2017. Initially, it was reported that the incident was from another manufacturer, the mistake came out and the report was changed with the correct manufacturer and the original details. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.